Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was not holding charge. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began at an unspecified time on (B)(6) 2016. The patient informed the csr that he manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms due to the alleged issue however reported attending the doctor¿s office at 10:00 am on (B)(6) 2016 and 11:20 am on (B)(6) 2016 where he received a blood glucose test. No additional treatment was specified. The patient claimed his blood glucose was measured at ¿510 mg/dl¿ on a laboratory device at 10:00 am on (B)(6) 2016. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr documented that based on the patient¿s testing frequency and usage, the battery did not need to be recharged. The csr noted that the alleged issue was a recurring issue. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged power issue began.